Manufacturer narrative:
Additional information: h6, h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver experienced a connection issue between the spike connector of a homechoice cassette and the clampex connector of a physioneal 5l 4.25% bag. This occurred during setup for peritoneal dialysis (pd) therapy. The patient was not connected for therapy at the time of this event. The connection issue was further described as the connections, ¿do not connect properly and kept spinning without stopping¿. There was no patient injury or medical intervention associated with this event. No additional information is available.